Event description:
On (B)(6) 2012, the reporter contacted animas to report that in the early morning of (B)(6) 2012 the patient obtained a blood glucose level of 400 mg/dl, and she felt 'bad', tired, and tested positive for large amount of ketones. The patient administered self-treatment by taking a correcting dose of 2.0 units insulin via a syringe; her subsequent blood glucose reading was 269 mg/dl. She did not seek any medical attention. Troubleshooting revealed the basal settings were incorrect in that there was a 0.0 units basal setting for 0030 to 0300. The technical support representative helped the patient reset this to the correct 0.2 units/hour setting. All other basal settings were correct. It was also reported the date and time were incorrectly set in the pump, and that the pump date/time setting had reverted to factory settings after a battery replacement. The patient was unable to remember replacing the battery, and had not reset the date/time afterwards. The patient's technique was incorrect in that the pump had been programmed with a zero basal rate for three hours. However, as the patient suffered blood glucose readings and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.